Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for wear of the stem, no allegation of failure was made against the femoral head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had a metal femoral head and accolade stem. Part of stem was worn. The physician removed and replaced stem, head, and poly insert.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a metal femoral head and accolade stem. Part of stem was worn. The physician removed and replaced stem, head, and poly insert.